Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, the pacemaker exhibited elective replacement indicator, and immediately the device went into backup vvi mode. The patient was in stable condition. The device was explanted and replaced.